Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) were reported for autopulse platform with serial number (B)(4) for the same ua41 (patient temperature sensor failure) error message. A visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed. A review of the platform archive was performed, and there were multiple faults of ua41 (patient temperature sensor failure) on (B)(4) 2016, thus confirming the reported complaint. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua41 indicating that the user was able to clear the error message. However, the temperature sensor cable was replaced to avoid the re-occurrence of ua41. Additionally, the power distribution board (pdb) was replaced per routine service procedure. A run-in testing was performed for 30 minutes without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying ua 41 was confirmed during archive review. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. The platform functioned as intended.

Event description:
It was reported that during patient use the auto pulse platform (sn# (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The first time the ua41 error message occurred during a shift check. After the crew replaced the battery, the crew was able to clear ua41 error message. However, the ua41 error message reoccurred when the platform was used on patient. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.